Event description:
Asr revision; asr resurfacing - right hip; reason for revision: unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision, asr resurfacing - right, reason(s) for revision: unknown. This was a resurfacing to xl procedure - please see (B)(4) for 2nd revision. The cup was implanted in (B)(6) 2009 remained in situ and revised (B)(6) 2013. Update (B)(6) 2014 - implant hospital: (B)(6), revision hospital: (B)(6). Reason for revision: femoral neck fracture (within 3 months of post op). Please see com (B)(4) for xl revision. Asked for patient demos from (B)(6) central team as patient was revised due to femoral neck fracture. Please see complaint action request 1. Com cannot be closed to CAPA, therefore assigned to (B)(6) in investigation

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision. Asr resurfacing - right. Reason(s) for revision: unknown. This was a resurfacing to xl procedure - please see dint (B)(4) for 2nd revision. The cup was implanted in (B)(6) 2009 remained in situ and revised (B)(6) 2013. Update 21 nov 2014 - implant hospital: (B)(6) health centre, revision hospital: (B)(6). Reason for revision: femoral neck fracture (within 3 months of post op). Please see (B)(4) for xl revision. Asked for patient demos from (B)(6) central team as patient was revised due to femroal neck fracture. Please see complaint action request 1. Com cannot be closed to CAPA, therefore assigned to (B)(6) in investigation update 12 jan 2015: rec'd patient demographics - weight, height,bmi, dob, sex, pre-existing medical conditions: ibs, tonsilectomy. Operative notes, doctors reports.